Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was recently re-implanted (B)(6) 2015, and impedance was normal after surgery. However, the patient was seen for follow up on (B)(6) 2015 (about 6 weeks after implant), and the battery icon was already showing 75% depleted. Programming history was obtained for the patient. Review of the programming history showed that voltage measurements on date of implant were 3.308v-3.323v. The battery voltage then dropped to 2.847v when tested on (B)(6) 2015. No additional relevant information has been obtained to date.